Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that occlusion alarms had occurred which could not be duplicated during testing. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. An occlusion was reproduced during testing and the pump emitted the appropriate audiovisual alerts. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that on (B)(6) 2011 the patient obtained multiple elevated blood glucose readings during the day, for which he took bolus doses of insulin. The patient's last blood glucose reading was 486 mg/dl and he experienced the symptoms of nausea and vomiting. Troubleshooting revealed the patient had not changed the infusion set/site. Upon changing the infusion set, it was discovered the cannula was bent, which can cause under-infusion of insulin. It was also determined all settings and basal settings were correct, and that the date/time were incorrect in the pump. After the patient changed the infusion set/site, his blood glucose level was 246 mg/dl. The patient's technique was incorrect in that the infusion set was not changed and the cannula was bent. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia while using the pump, this complaint is being reported.